Event description:
It was reported that the display monitor blanked out during an operation. At the time, it was believed that the visual and audible alarm functions were still available. After receiving the device for investigation, it was discovered that circuits d2 and d3 are defective, thereby resulting in a complete shut down of the device. The device does not recover from this condition. All measured data is lost; visual and audible alarms are not available. No patient injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.